Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet and an anterior pseudo-prolapsed leaflet. A mitraclip ntw was inserted, and grasping was performed. However, the posterior leaflet was unable to be captured. Therefore, the clip was reopened and grasping attempts were repeated. However, the lock line release latch was accidentally raised and unlocked the clip. It was clearly observed that the clip did not open. Troubleshooting was performed to open the clip, but the issue was unable to be resolved. Therefore, a second troubleshooting approach was performed to access the lock line and unlock the clip. After removing the lock line cap, only one line was visible. Therefore, the lock knob release slider and the lock knob button were pulled back. The lock knob shaft were removed as well. After that, both of the ends were visible, and with a hemostat, both lines were able to be pulled and unlock the clip. Once the clip was unlocked, the grippers were raised, the clip was inverted, returned to the right atrium (ra), and removed the clip delivery system with the implant attached. The clip was removed without causing tissue damage. A new clip was then inserted and successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure (leaflet capture - clip not implanted), difficult to open or close (clip open - difficult), premature activation, or improper or incorrect procedure or method. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported positioning failure could not be conclusively determined. The reported difficulty opening the clip and premature activation are cascading events of the improper or incorrect procedure or method. The reported improper or incorrect procedure or method was associated with the user lifting the lock line release latch prior to deployment. It was determined that this deviation contributed to the reported adverse events; therefore, a letter will be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a